Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging blowing particulates. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information were in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging blowing particulates, liver disease. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received information alleging blowing particulates. No other clinical information or medical interventions were reported. Based on the information available, the alleged device is a ds2 device and does not contain the sound abatement foam referenced in the recall. This report has been corrected .section h7 was corrected to reflect that this device does not fall under the recall res 88058. Res 88058 was removed in section h9. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of blowing particulates. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 1 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. 510k number and relevant test/lab data has been updated. Box h has been updated.